Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings:a review of the black box showed no evidence of short battery life. No short battery life occurred within specifications. The pump¿s current draws were within specifications. An intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.